Event description:
It was reported that while setting up for a breast biopsy, the control module lost power. The engineer checked the electrical output and noticed there was a blown circuit breaker. He changed breakers and the biopsy was started when power was lost again. The patient's breast was not pierced, the case was cancelled and the patient was rescheduled for the next week.